Event description:
Bard vena cava filter placed 2008, via the right common femoral vein into the infrarenal vena cava. Postplacement inferior venacavagram reveals adequate placement of the filter. In 2009, patient subsequently had life-threatening bilateral pulmonary emboli and arrested two days later, patient referred to ir for ivc gram & evaluation for possible suprarenal filter placement. Imaging was obtained to document tilting & displacement of the leg strut, representing to change from the post placement images in 2008. A titanium greenfield ivc filter was placed suprarenal, without complication. Imaging documenting placement was obtained. Additional note- the filter placed in 2009, is a boston scientific greenfield.